Event description:
A surgeon reported a case of overcorrection, observed in the patient's left eye at the one day post lasik visit. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company´s acceptance criteria. (B)(4).

Manufacturer narrative:
Additional information: the root cause is erroneous treatment entry. (B)(4).